Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at his scs ipg pocket site due to the pocket site being placed close to the mid-line of his back. Subsequently, the patient¿s pocket site is being treated with pain relief patches. Follow-up identified surgical intervention will be taken at a later date to address the issue.